Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support concerned about insulin on board when blood glucose was 186 mg/dl while using the ilet; the pump was attempting correction doses and no device alerts were reported, with the medical device problem characterized as insufficient information and the device component identified as insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, and due to insufficient information regarding the device problem and component, no device-related cause was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.